Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom upstream occlusion alarms while running a loaded set. Eval found that the ultrasonic sensor readings were below specification. Low ultrasonic sensor readings can make the pump more sensitive to upstream occlusion alarms. The upstream sensor was replaced to correct this condition.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion alarm during therapy in the med intensive care unit. It was also reported there was no pt injury.